Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) site was incised, material consistent with pu rulent drainage and which may reflect infection was observed. It was decided to close the pocket to avoid releasing the infectious material into the pocket. The physician closed the deep layers and left the upper layers open for drainage. The patient was treated with antibiotic ointment, wound cultures were negative, and no infection was noted during a subsequent follow-up. The crt-d remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.